Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was no suture present when the plunger was removed with one device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the tavi procedure was completed. During post procedure, a suture break was noted when attempting to close the site. Another proglide was successfully pre-placed. Hemostasis was achieved with the pre-placed proglide suture before the procedure and post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The proglide device referenced in b5 is being filed under a separate medwatch report.d10, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it is retained by the account.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the components were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: method code 4114 removed.

Event description:
Additional information received: procedure was performed on the right common femoral artery.